Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to MFR report numbers, 3005099803-2009-02416, 3005099803-2009-02420, 3005099803-2009-02421,3005099803-2009-02427, and 3005099803-2009-02429 for the other associated device info. It was reported to boston scientific corp., that seven resolution clip devices were used during an esophagogastroduodenoscopy procedure. Pt's weight was not provided. According to the complainant, six clips were used to close a leak from a gastric sleeve. All six clips were deployed without issue. However, the clips did not remain attached to the tissue. The clips fell off from the tissue into the pt and they were left to pass naturally. The procedure was competed with a seventh resolution clip device. There has been no report of injury or complications to pt due to this event. Pt's status post procedure was reported as okay.

Manufacturer narrative:
(B)(4) - failure to maintain grasp. The complainant indicated that the device will not be returned for evaluation because it was diposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).